Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to improper placement of the electrode array and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 04, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 17, 2024.